Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed a "check pads" message and was unable to cardiovert the patient's rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the associated internal paddles and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity log shows that the device successfully discharged the selected energy on multiple occasions with the first defibrillator used. Review of the device activity log from the second device used shows two successful shocks delivered to the patient with a patient impedance between 99.3 ohms and 94.2 ohms. Throughout the case, there are multiple "check pads" and "poor pad contact" messages seen in the log which suggests a valid transthoracic impedance could not be obtained using the internal handles. The device and internal paddles were recertified and returned to the customer. No trend is associated with reports of this type.